Event description:
While using spin brush toothbrush, brush head fell apart inside mouth and caused minor cut on gum and choking hazard. Luckily, I gagged on the piece that broke off and was able to bring it up and spit it out into sink.